Event description:
The customer reported loudspeaker is out of order. It is unknown if the device was in use at time of event. No adverse event involving a patient or user was reported by the customer.